Event description:
It was reported post procedure, after leaving the procedure room, the patient atrial lead was dislodged. The atrial lead was found to be inappropriately capturing the ventricle. The physician elected to explant the atrial lead and replaced it with a new lead on (B)(6) 2024. The patient was stable throughout.